Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitants: equinoxe humeral liner 320-01-46 equinoxe reverse 46mm glenosphere.

Event description:
As reported, following initial total shoulder arthroplasty (tsa) (implant date unknown), the 46 mm inlay popped out of the tray. The patient was revised to 42 mm inlay and lateralized 42 glenosphere. The humeral tray and both screws were also changed. The event was unrelated to the breakage of a device. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code.